Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the epg failed incoming functional testing on ¿¿atrial heart wire +¿¿, the heart lead flex was out of electrical specification. Analysis also noted that the upper case was broken and contaminated, the lower case was broken and contaminated, the battery release was contaminated, two side bail covers were missing, ring cover was missing, two side bails were missing, one ring was missing, battery drawer was broken, the serial number label was damaged, and the display was missing pixels. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for trade in/exchange and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.